Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. H3: analysis of the lead (lot number va2vq5e) revealed that the conductor(s) was/were crushed at 6.0 cm from the distal end; there was no impact to electrical functionality. Continuation of d10: product ID 978b1 lot#va2vq5e product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b1 (serial: va2vq5e); product type: 0200-lead; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a manufacturer representative (rep) called from or to report impedance issue. Caller reported lead was wiped off several times, the lead tip was visualized in the header block, a gentle tug confirmed secure placement, and that battery was in the pocket. Impedance check showed contact 0 > 4k ohms. Caller reported getting a "maximum settings reached" screen at 0.3 ma for all programs that contained contact 0 (programs 1, 3, and 5). Agent reviewed using only programs/creating custom programs without contact 0. Caller inquired about necessity of lead replacement. Agent placed caller on hold while consulting with colleague about consequences of lead replacement. When agent resumed call, review of lead replacement consequences was provided, but suddenly had no audio. Agent attempted to call caller back x2, but still no audio. Agent asked rep to call caller back while agent resolved audio issue. Rep had to leave voicemail. After resolving audio issue, agent called caller back and learned that surgeon removed lead (which was on the right side) and replaced with a new lead on the left side. The same impedance issue continued so battery was replaced, which resolved the problem. Caller will send back initial lead and battery in return mailer kits. Agent sent email to caller with link to order kits. 4 call recordings.

Manufacturer narrative:
Product analysis #802350404:analysis information -- 03/22/2024 15:37:05 cst pli# 10 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Continuation of d10: product ID 978b1 lot# serial# (B)(6), implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they used a new lead and battery and that fixed the problem.